Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said last thursday had their 5 week check with their healthcare provider (hcp) and the patient was cleared for all activities but then on saturday when the patient bent over for the first time since surgery, they felt a twinge then 4 electrical jolts in their hip on the left side where the ins is located and they noticed a buzzing in their right hip and pain in their left heel when they walked. The patient said when that happened, they turned stimulation off which resolved those issues, the patient went to bed, then in the morning when they woke up everything was fine, they turned stimulation back on and everything has been fine ever since. The patient said they have called their hcp but the hcp has not yet called them back. Reviewed they can turn stimulation down or off until they can work with their hcp and reviewed the device activities recommendations. The patient was redirected to their healthcare provider to further address the issue.